Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the head set stuck in patient's body. The patient's mother reported she had received an occlusion error and therefore removed the head set, while pulling out the head set she noticed the cannula was missing. The insertion site was red but not itching. It was recommended to consult a doctor. Further information is not yet available.